Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient attempted to connect but both pumps they had attempted were alarming. Pump with sn (B)(6) alarmed with error code 1871 and pump with sn (B)(6) alarmed with error code 1660. Batteries replaced on both pumps, but alarms persisted. The patient did not have any replacement pumps in order to begin patient's treatment. This event occurred at patient's home and was operated by a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.